Event description:
It was reported that balloon rupture occurred. The 80 - 90% stenosed target lesion was located in the arteriovenous fistula. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the first inflation at 10 atmospheres. The device was removed without any problem, and the procedure was completed. There were no patient complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 12mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 80 - 90% stenosed target lesion was located in the arteriovenous fistula. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the first inflation at 10 atmospheres. The device was removed without any problem, and the procedure was completed. There were no patient complications reported, and the patient was in good condition after the procedure.